Event description:
It was reported through the results of a clinical trial that one year one month and seven days post index procedure using a drug-coated balloon catheter, in the basilic vein outflow, the subject had an adverse event of prolonged bleeding and was treated with an av access circuit reintervention. It was further reported that the adverse event relationship was not related to the device and procedure but definitely related to the av access circuit. Reportedly, standard percutaneous transluminal angioplasty and the drug coated balloon catheter were used to treat the target lesion with initial stenosis of 80% and final residual stenosis of 9%. The re-intervention was successful and the outcome was resolved. The current status of the patient was unknown.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H10: d4 (expiry date: 10/2025). The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the results of a clinical trial that one year, one month, and seven days post an index procedure completion using a drug-coated balloon catheter in the basilic vein at outflow via the right upper arm, the subject allegedly had a serious adverse event of prolonged bleeding due to a hematoma which required an arteriovenous access circuit re-intervention. It was further reported that standard percutaneous transluminal angioplasty and drug-coated balloon catheter were used to treat the basilic vein restenosis with an initial stenosis of eighty percent and final residual stenosis of nine percent. Treatment re-intervention was successful and the outcome of the serious adverse event was resolved. Furthermore, one year, three months, and four days after index procedure, the subject allegedly had a serious adverse event of prolonged bleeding which required an arteriovenous access circuit re-intervention. Reportedly, other drug-coated balloon catheter was used to treat the basilic vein restenosis with an initial stenosis of eighty percent and final residual stenosis of twenty percent. Treatment re-intervention was successful and the outcome of the serious adverse event was resolved. Evidently, there have been no documented device deficiencies reported for this subject to date. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.